Event description:
It was reported that an embolism occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. Four days post index procedure, the patient reported to the emergency room with upper abdominal pain. The patient was then admitted and discharged the following day. The patient underwent a computed tomography (CT) of the abdomen and pelvis with contrast. A suspected focal renal infarct or a potential pyelonephritis with neoplasm were seen, and a new renal lesion on the kidney was also noted. The patient underwent an outpatient transesophageal echocardiography (tee) scan one day after discharge for the upper abdominal pain. No leak or thrombus were identified and the ejection fraction was 20 to 25 percent. The pain of the patient was controlled following the event.